Event description:
The facility states that the pt had a pre-existing condition of a weak capsule prior to implant of the lens. The surgeon tore the capsule during the phaco portion of the surgery but implanted the model cc4204bf iol anyway. He then removed the lens and an anterior vitrectomy was performed to prevent further injury to the pt.